Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Analysis found an insulation abrasion at approximately 50.7 cm and 56.2 cm from the connector pin, consistent with abrasion from the inside. The etfe insulation was normal. Electrical tests indicated that the lead is-1 cable was open due to explant damage found at 48 cm from the connector pin. No complaint was received with return of the device. Failure (event) observed during analysis.